Manufacturer narrative:
Root cause update - the possible root cause for this issue reported by the customer could be due to an excessive pressure applied to product.

Event description:
N/a.

Manufacturer narrative:
Cerelink microsensor was not returned for evaluation (discarded by customer); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. However, the possible root cause for this issue reported by the customer could be due to inappropriate technique for assembly and use of the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2023-00004. A facility reported negative values of a cerelink microsensor (catalog ID: 826851). The sensor was used with directlink icp module (catalog ID: 826828). Monitoring was not possible, therefore, sensor was explanted.